Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced pain and suffering, disability, impairment and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml8040404 could not be matched to the upn provided.